Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: item number: 00-8775-011-36, item name: biolox delta taper lnr jj/36, lot # 3015838. Item number: 00-8777-036-02, item name: biolx opt hd/adpt 12/14 36x0, lot # 3009366. Item number: 00-7711-007-10, item name: taper stand off red neck 75, lot # 64531940. Item number :00-8757-054-01, item name: continuum tm shell clust 54 jj, lot # 64630320. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported during surgery the b-cup implant rod in the it cup instrument rotates tightly with the continuum cup implant. After being struck, the rod cannot be rotated. When rotating, the cup rotates with the rod. After the acetabular cup is struck in place, because the acetabular cup cannot be separated from the implant, it is removed again, and then struck again and implanted. Attempts have been made and additional information on the reported event is unavailable at this time.